Event description:
The pump was returned for investigation. Investigation revealed a display failure, a keypad button response issue, evidence of contamination, misaligned contacts, and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The battery compartment was returned cracked. During testing, all the keypad buttons were difficult to press. The keypad cover was removed and evidence of contamination was found under all key contacts. The down arrow and ok keypad buttons were found to be inverted. The keypad cover had been returned torn. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).